Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 90% stenosed target lesion located in the severely calcified and moderately tortuous mid right coronary artery (rca). No pre-dilation was performed. The physician attempted to advance the 4.0x20mm taxus liberte stent, but was unable to cross the target lesion. The device was removed and stent damage was noted on the proximal stent edge. The procedure was successfully completed with angioplasty and the placement of another unspecified taxus liberte stent. No patient complications occurred and the patient's condition was listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.